Event description:
It was reported that the patient's device was explanted due to infection and device exposure. The wound was inflamed and the pocket was contaminated, but the tract to the mastoid was not inflamed. The surgeon reported the wound was thoroughly washed. The pt is being monitored.